Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. During the attempted implant of a transcatheter valve, upon the first deployment attempt, an infold was observed at an implant depth of 3 millimeters (mm). The valve was recaptured and re-deployed for a second deployment attempt; however, it was recaptured for a second time due to the infold. The system was withdrawn from the patient. Subsequently, a non-medtronic 23 millimeter (mm) valve was used to complete the procedure. It was noted that a 15 minute procedural delay occurred in result of the infold. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: {{d-evolutfx-2329}}; product lot/serial number: {{ (B)(6) }}; product type: {{1095-heart valves}}; implant date {{na}}; explant date {{na}} product ID: {{l-evolutfx-2329}}; product lot/serial number: {{ (B)(6) }}; product type: {{1095-heart valves}}; implant date: {{na}}; explant date: {{na}}, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d4 h2 h3 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received in a return kit fully submerged in clear 0.2% glutaraldehyde. The valve was discolored, showing evidence of blood contact. The valve was received in a compressed state with the inflow distorted or kidney shaped. All leaflets exhibited signs of creases and frame imprints. The leaflets were flexible. As received, all leaflets appeared partially open. A large gap was observed between the free margins. Thrombus was observed on the commissures. All commissures appeared intact. The valve was submerged in body-temp (approximately 37 celsius) saline. The frame expanded; however, it retained a compressed state. Due to the received condition, a deployment simulation to evaluate against the alleged event of frame infolding cannot be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b1 b5 d9 h1 h2 h3 h6 additional codes image review: intraprocedural fluoroscopic images were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and a misload appeared to be present by overlap to node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, a misload was not identified and the valve was used for the procedure. A pre balloon aortic valvuloplasty was performed prior to the valve implant attempt. During the valve deployment attempt, an infold was evident in the cusp overlap and left anterior oblique (lao) views. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that the valve was recaptured, and a second deployment attempt was made and the infold persisted. Of note, recapturing an infolded valve will not resolve the infold. Subsequently, the infolded valve was recaptured, withdrawn from the patient and a non-medtronic valve was implanted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient had a stroke which was confirmed by a neurologist.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.